Event description:
It was reported that a small volume intermate had no flow or very slow flow during infusion on a patient. The device was filled with piperacillin-tazobactum and sodium chloride. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.